Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap and damage on the insulin pump. The customer's blood glucose reading was 190 mg/dl. The customer was hospitalized for congestive heart failure. The customer stated that the drive support cap stuck out. The customer declined to troubleshoot for low readings. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with detached end cap. Unable to perform self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to end cap anomaly. The insulin pump passed stop current test and run current test. The insulin pump had cracked case at the display window corners, battery tube threads and minor scratched display window. The drive support disk was inspected and no anomaly was noted.